Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in france. On (B)(6) 2024, it was reported that the set was not adhering enough long. The patient had to change it earlier than the expected seven days. No further information available.